Event description:
The caller reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. At 3:00am the customer woke up experiencing low blood glucose symptoms of sweating, shaking, and felt disoriented. The customer tested his blood glucose with his accu-chek guide meter and received a result of 71 mg/dl. The customer felt this reading was too high, based on how he was feeling, so he retested with this onetouch verio and received a result of 48 mg/dl. The customer was unable to self-treat, therefore his wife treated him with a banana and a drink to increase blood glucose levels. The customer recovered at home, no medical treatment was required.